Event description:
The customer reported via phone call that the sensor's electrode was collapsed. Customer stated that the sensor was not providing any alerts. Blood glucose level at the time of the incident was 175 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed due to no isig readings. The lab transmitter was checked for proper use and operation and passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.